Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor and was unable to obtain glucose reading. Customer further reported she could not wake-up and experienced a seizure. On 13-oct-2019, the customer had contact with a healthcare professional (hcp) who diagnosed her with hypoglycemia and administered glucose for treatment. Additionally, the customer was prescribed ativan and versed (sedation). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor was observed to be properly seated in the mount. The sensor plug assembly was inspected and no issues were observed. Sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. No malfunction or product deficiency was identified. No further investigation is required. (Initial reporters) country was omitted from the initial MDR 30 day report.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor and was unable to obtain glucose reading. Customer further reported she could not wake-up and experienced a seizure. On (B)(6) 2019, the customer had contact with a healthcare professional (hcp) who diagnosed her with hypoglycemia and administered glucose for treatment. Additionally, the customer was prescribed ativan and versed (sedation). There was no report of death or permanent impairment associated with this event.